Event description:
The customer contact reported the device door roller was broken. The device was returned to the biomed dept for an unspecified reason. No tracking info was provided, therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller pin was broken. No add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.